Event description:
It was reported that during a lap hysterectomy procedure, the blade broke off inside the pt. It was retrieved. Prior to the blade breaking, the system kept alarming but no error code was displayed on the generator. There was no contact with metal. Used a new one to complete the procedure.

Manufacturer narrative:
Date sent: 07/08/2008. Info anticipated , but unavailable at this time. .